Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant of the cardiac resynchronization therapy defibrillator (crt-d), the patient experienced a cerebrovascular accident. Medication was administered and the device is still in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.